Manufacturer narrative:
Concomitant medical products: plc161200/(B)(4). (B)(4). A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states,adverse events that may occur and / or require intervention include but are not limited to: bleeding, hematoma, or coagulopathy, vascular spasm or vascular trauma (e.g., ilio-femoral vessel dissection, bleeding, rupture, death)

Event description:
On (B)(6) 2017, this patient underwent endovascular treatment for an abdominal aortic aneurysm, and via percutaneous access was implanted with two gore® excluder® aaa endoprostheses (rlt231416/(B)(4) and plc161200/(B)(4)). The implant procedure was reported to have been successful with both devices showing good seal and patency. It was reported that during closing that the physician encountered complications with the perclose proglide suture-mediated closure (smc) system. The patient suffered blood loss and required transfusion and the access site was surgically closed. The patient tolerated the procedure. On (B)(6) 2017, it was reported that suffered disseminated intravascular coagulation (dic) and went into multiorgan failure and expired.